Manufacturer narrative:
(B)(4). The sigma device eval found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9, (.), ok and run/stop keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the run/stop key will occur following the selected key's function (e.g. When the setup key is pressed, setup followed by the run/stop key will be entered). This does not allow for the user to program or start an infusion. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump keypad is inoperable.